Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the edge where the trocar broke did not appear sharp, but looks melted. It is not known what the source of heat was that caused the melting, but a harmonic and a light were used in the procedure. It is not known what instrument was being used in the port. The patient was not burned or harmed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was inserted and the camera was being used in a different port. When the trocar was being removed, the top portion came out and part of the device remained in the patient. The surgeon used a davis and geck grasping instrument to remove the broken portion of the device from the patient. The broken edge of the trocar appeared to be melted, but the patient was not burned and there were no sharp edges on the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m91p6g. The analysis results found that the d5st instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.